Manufacturer narrative:
Corrected information provided in h.2, h.6. And h.11 on the initial MDR, the FDA product problem code of a0908 was an error. It should have only a050702 on the original MDR. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe was unable to cut and could not achieve the intended cut rate before cataract and vitrectomy combination surgery. The procedure was completed by replacing the product with new one. There was no patient impact.